Manufacturer narrative:
Patients teeth were changing due to orthodontics, ans was removed during the surgery and cuts with limited guidance were not done as planned. Revision surgery planned for (B)(6) 2022. Plates are still in the patient.

Event description:
Patient has anterior open bite and is unable to chew. Needs revision surgery.